Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 600 mg/dl at the time of the incident. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with insulin pen for high blood glucose. The customer was neither in the emergency room nor admitted into the hospital for the high blood glucose. Customer was eating prior to the event. Customer stated insulin did exit at the quick release. Customer reported that the insulin pump was on auto mode at the time of incident. Customer alleged the insulin pump was under delivering. The device will not be returned for analysis.